Event description:
It was reported that the right ventricular (rv) lead showed a gradual increase in rv lead impedance over several months along with gradual increase in threshold. The lead will be scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).